Event description:
The patient was undergoing a gastrostomy tube placement. Anchor sutures were deployed into the patient's gastric lumen. A fourth puncture was then made into the stomach. Two sutures immediately broke. The radiologist requested a different type if retention sutures from cook be used and these were quickly obtained and then the two additional replacement sutures were deployed. There was no significant delay and no immediate complications were noted. Follow up: the sutures and packaging was not saved. After this procedure, it was noted that there was one mic gastrostomy insertion kit remaining in the inventory. This is the same-type of kit used during this procedure. The kit is ref # 0100-18; lot # aa6151do5; the suture in this kit is ref # 98433/lot # aa6116r13. This is the second time that this brand of suture has failed during a procedure. We will continue to monitor for reoccurrence. This was reported to the manufacturer. Manufacturer response for saf-t-pexy - gastroincisional anchor sets, saf-t-pexy - gastroincisional anchor sets (per site reporter): halyard health representative filed a report and replaced two kits# 98433.